Event description:
Following a cardiac catheterization via right femoral access, an angio-seal was deployed in june 2004. In about 5 weeks, the patient was taken to surgery to repair the right iliofemoral artery and incision/drainage of right groin abscess. Reportedly, the angio-seal device was found "floating in pus."